Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that medtronic implantable pulse generators (ipg) often go early into elective replacement indicator (eri). No patient complications have been reported as a result of this event.